Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. Following insertion of a peripherally inserted central catheter (PICC), the pt was administered an unspecified volume of heparin lock flush solutions, usp 10 units/ml (expiration date; 12/1/2008). After an unspecified length of time, the customer contact reported the "pt experienced rash/hives and then throat swelled up and could not breath." The pt was treated with unspecified concentrations of benadryl and epinephrine. It was reported a "code called" but the pt was not "intubated." The "pt then became hypotensive and was admitted to the intensive care unit (ICU)." The customer contact indicated that the pt was reported to be "recovering." Multiple unsuccessful attempts have been made to obtain additional information.